Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 days after the dental implant was placed in the mouth, the implant achieved primary stability but not osseointegration in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3 days after the dental implant was placed in the mouth, the implant achieved primary stability but not osseointegration in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).